Manufacturer narrative:
Corrected data: device evaluated by manufacturer, additional manufacturer narrative.additional information: report type: follow up, report type: follow up, if follow-up, what type?: additional information/correction, event problem and evaluation codes. The customer reported that his central nurses station (cns) unit blanked out, displayed a blue screen, then rebooted on its own. The reboot was followed by a message that stated, "corrupt file on windows click ok to repair." Upon pressing "ok", he was able to get the cns back up. Customer stated that this was the second time this issue occurred. Customer sent in the unit for evaluation. The unit was cleaned and evaluated. The reported problem of "central station blanked out then blue screen then rebooted" was duplicated. The unit went through scanned disk to check file system errors and undergone multiple system shutdowns and restarts. The unit was tested per operator's/service manual and no other issues or problems found. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. The unit was sent back to the customer.

Manufacturer narrative:
The customer reported that his central nurses station (cns) unit blanked out, displayed a blue screen, then rebooted on its own. The reboot was followed by a messaged that stated "corrupt file on windows click ok to repair." Upon pressing "ok", he was able to get the central nurses station (cns) back up. Customer stated that this was the second time this issue occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that his central nurses station (cns) unit blanked out, displayed a blue screen, then rebooted on its own.